Manufacturer narrative:
It is unlikely that the listed device caused or contributed to the event as the product has a long history with no similar events. Based on event specific information provided, it is believed that the re-pinning was the direct cause of the fracture, as this practice is known to potentially result in damage to the bone.

Event description:
Sales rep reported that during a total knee procedure, the surgeon pinned the tibial fixation plate on the tibial plateau with 3 fluted 3mm orthopedic pins. He then pinned his tibial cutting guide with 3 more pins and removed the tibial fixation plate. After making the first tibial cut, surgeon repinned and attempted to re-cut 3-4 more times to try and get a better cut. When the tibial implant was being inserted, the tibia split from the plateau down about 4mm. Because of this, trauma was called in and two pins were placed as well as an additional lengthened tibial insert.